Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. It was reported that the system collided with an operating room light arm elbow when it was moved up. Additional information revealed that the collision caused damage to the tube housing cover and misalignment of the tube. This misaligned tube resulted in a cutoff on the top of the image. The investigation showed that the issue occurred because the operator did not check the system collision zone before initiating the system movement, as described in the operator manual (xpl5-360.620.01.01.02, register 1: safety, chapter: collision hazard - risk of collision during unit movements, p.24). In general, system movements may only be performed if they do not endanger anyone or any equipment. The system was repaired by siemens local service organization with realignment of the tube. According to the information available the damaged cover has not been replaced yet. However, this damaged cover is only cosmetic and is not related to the safety of the system. The staff was informed that the operating room light arm may not be placed over the system before starting movements. No system failure could be identified. The complaint was closed.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: no system malfunction has been determined at this time. It is in the responsibility of the user to take care that no objects are in the collision range of the system. There is a corresponding note in the operator manual. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue associated with the uroskop omnia max system. The system was driven into an operating room light arm elbow. No mention of falling parts due to the collision or resulting injury was made to siemens healthineers. In a worst-case scenario, serious injury could result from a collision of the system with external objects if parts were to fall down and hit a person.